Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the bleeding and procedure conversion was due to surgical technique. A review of the site's system logs for the reported procedure date was conducted and revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, the patient experienced bleeding due to surgical technique and the procedure was converted to open. The estimated blood loss and whether the patient required a transfusion of blood products are unknown. A cardiovascular surgeon was required to resolve the bleeding by converting to a thoracotomy and applying pressure. The procedure was completed, and the patient has since been discharged. The surgeon stated there was no malfunction of a da vinci system, instrument, or accessory occurred; the injury was caused by surgical technique. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.